Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) assisted the customer with recovering duplicate pockets. The fse also helped customer to reinsert the pockets, reload the drugs into their assigned locations and ran hardware test application. All faults were resolved, and the customer was able to access all drawers and pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary whole tower drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.